Event description:
The customer reported a malfunction on the pump, with a malfunction code displaying "malf 9." The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer addressed the high blood glucose by administering a correction bolus via the pump and an injection, without requiring assistance from a third party. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.